Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was having 'problems' with their device, that it was 'stuck' and 'doesn't even go on.' The patient noted that 'they cant get there programs or nothing.' It was also noted that this has been going on for a long time, and that it was 'really not working.' The patient was frustrated and wanted to have the system removed. This information was received from a voicemail message that the patient left, and the patient did not leave a call back number. A call was made to the called ID number from the patient but there was no answer. No additional information could be collected. No further complications were reported.